Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left ventricular (lv) lead upgrade procedure the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited connection issues. The physician reported that there was no output to the rv lead when he reseated the lead into the ipg. The physician used the wrench kit to unscrew, reseat and rescrew the set screw and still did not have any output to the rv lead. The ipg was removed and upgraded to a cardiac resynchronization therapy pacemaker (crt-p). The rv lead remains in use. No patient complications have been reported as a result of this event.